Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported in a research article 3 patients experienced lead migration confirmed via x-ray imagining. For the 3 cases the migration was noticed the day following implant. In all cases the issue was resolved via lead repositioning. Specific patient information is documented as unknown. Details are listed in the article, titled "long-term changes in thecal sac compression and decreased cerebrospinal fluid space following paddle lead spinal cord stimulation at t9: a long-term follow-up via three-dimensional myelographic computed tomography".